Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver displayed "err hwbbt" . No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the error icon could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge and receiver boot test was performed and failed due receiver will not turn on. Unable to perform functional test because the receiver will not turn on. No log review performed since receiver will not turn on. The receiver case was opened for an internal visual inspection and it passed.confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.